Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse had already replaced a pump solenoid, integrated multisensor technology (imt) module assay, assay rotary valve and an imt sensor during recent troubleshooting. A review of the quality control (qc) showed that it was in range before the issue and after the issue. No issues were found with the instrument. The cause of the discordant falsely elevated sodium and potassium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on a patient sample on a dimension exl 200 instrument. The initial results were not reported out to the physician(s). The same sample was tested on the same instrument, resulting lower for both assays. The repeat results were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and potassium results.